Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal spindle has broken inside the brush head...head was loose in mouth...metal spindle was sharp - oral-b [device breakage] case narrative: a mother reported via phone that the metal spindle broke off of the oral-b toothbrush, type 3772 inside the oral-b toothbrush head and the oral-b toothbrush head was loose in her son's mouth while he was brushing his teeth. The metal spindle was sharp. No injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the patient was a 9 year old male. No injury was reported. (B)(6) 2024 case update: the suspect product lot was 3db22520820. No injury was reported.

Event description:
Metal spindle has broken inside the brush head...head was loose in mouth...metal spindle was sharp - oral-b [device breakage] case narrative: a mother reported via phone that the metal spindle broke off of the oral-b toothbrush, type 3772 inside the oral-b toothbrush head and the oral-b toothbrush head was loose in her son's mouth while he was brushing his teeth. The metal spindle was sharp. No injury was reported. 23-apr-2023 follow up via digital safety assessment survey: the patient was a 9 year old male. No injury was reported. 01-may-2024 case update: the suspect product lot was 3db22520820. No injury was reported.

Manufacturer narrative:
23-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.